Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer stated her hospitalization was due to an infection, cellulitis, caused by the sensors at the insertion site. The infection was diabetes related. The irritation was a red rash underneath the sensor at the insertion site. Her blood glucose level was 322 mg/dl. She received a weak signal and lost sensor alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.